Manufacturer narrative:
(B)(4). Eval summary: the event was reported, they attempted to connect their st holster to their control module and the blue cable connectors wouldn't stay connected to the ports in the control module. The back up demo st holster was used with the control module to complete the case with no pt consequence.

Event description:
It was reported that they are returning their unit for service. Description failure: unit does not operate faultless. No further info is available. No reported pt consequence.